Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device ran 3-4 hours over intended delivery. The infusion rate was 46.4ml/hour, reservoir volume 1112.6ml, and 1112.6ml given. The length of infusion was 24 hours; however, per the reporter, the device ran 3-4 hours over. A cstd was used to fille the cassette. Texium as well as needles were used to compound the liter epoch bag. The tubing was primed after attached to the epoch bag. It was stated that the patient was affected; however, it was also stated that there was no patient injury.